Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock channel noise in a stored atrial tachy response (atr) episode, however no oversensing was noted. The rv lead also exhibited a slight rise in shock impedance measurements, with a mean average of 75 ohms. A second atr episode contained similar noise, possibly due to my potential. The health care professional (hcp) inquired separately about left ventricular (lv) only programming and unexpected rv pacing percentages. It was noted that the patient required biventricular (biv) pacing, thus lv pacing was not applicable. The hcp also inquired about the risk of inappropriate shocks due to the observed noise. Further rv lead evaluation was advised. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause, but further information was unable to be obtained. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock channel noise in a stored atrial tachy response (atr) episode, however no oversensing was noted. The rv lead also exhibited a slight rise in shock impedance measurements, with a mean average of 75 ohms. A second atr episode contained similar noise, possibly due to mypotential. The health care professional (hcp) inquired separately about left ventricular (lv) only programming and unexpected rv pacing percentages. It was noted that the patient required biventricular (biv) pacing, thus lv pacing was not applicable. The hcp also inquired about the risk of inappropriate shocks due to the observed noise. Further rv lead evaluation was advised. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this implanted system was programmed to biventricular (biv) and pacing as expected, per programming. This rv lead remains in service, and will continue to be monitored. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause, but further information was unable to be obtained.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock channel noise in a stored atrial tachy response (atr) episode, however no oversensing was noted. The rv lead also exhibited a slight rise in shock impedance measurements, with a mean average of 75 ohms. A second atr episode contained similar noise, possibly due to mypotential. The health care professional (hcp) inquired separately about left ventricular (lv) only programming and unexpected rv pacing percentages. It was noted that the patient required biventricular (biv) pacing, thus lv pacing was not applicable. The hcp also inquired about the risk of inappropriate shocks due to the observed noise. Further rv lead evaluation was advised. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this implanted system was programmed to biventricular (biv) and pacing as expected, per programming. This rv lead remains in service, and will continue to be monitored. No adverse patient effects or interventions were reported at this time.